Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in an unknown vessel. During the use with the universal bmw ii guide wire an oct catheter could not pass over the guide wire due to an obstacle on the guide wire, and become stuck. The devices were removed as a single unit and the guide wire was replaced. A new guide wire was used with the same oct catheter successfully. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspection and dimensional analysis were performed on the returned device. The reported obstacle was confirmed. The reported difficult to advance and difficult to remove were not confirmed due to the condition of the returned device with the contamination on the guide wire. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Factors that may contribute to difficulty advancing and removing the guide wire include, but are not limited to challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire which likely the result of the reported obstacle on the guide wire. In this case, it is likely that the reported obstacle on the guide wire contributed to the reported difficulties. It is likely that the blue loose contamination was caught on the guide wire from the user procedure gown during preparation during use, mishandling by the user, and/or possibly wiping the guide wire. Fourier transform infrared spectroscopy (ftir) testing was performed to identify the observed ball of fiber like material on the guide wire. Ftir testing result was concluded that the blue loose contamination was approximately 98% similarity to olefin. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.